Event description:
During a ptca procedure, the shaft of the catheter broke during withdrawal. The maverick2 mr balloon catheter broke into two pieces inside the pt during withdrawal. The physician was able to remove the device without any injury to the pt. The procedure was successfully completed with another maverick2 mr balloon.